Event description:
Received report that a secondary infusion of unasyn 1.5 grams (50mls) was started at 100ml/hr. The nurse noted that the infusion was running at lot faster than programmed. The medication was supposed to go in over 30 minutes and completed in about 10 minutes. No patient harm reported and although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.